Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of recurrent peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Action taken with the dianeal and extraneal therapies was not reported. During a call with baxter customer service, the following information was provided. On an unreported date, the patient experienced recurrent peritonitis and was hospitalized. The treatment was not reported. The outcome and causality of the event of recurrent peritonitis were not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11d12038 and h11f20093 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. The cause was undetermined. No device malfunction or use error was identified.